Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Event description:
Customer reported via phone call that she was having high blood glucose. Customer mentioned it was caused by the reservoir. Customer declined troubleshooting for the device. Customer's blood glucose was 500 mg/dl. Customer wanted the reservoir replaced. Customer agreed to return the reservoir for analysis.